Event description:
It was reported that the patient experienced several syncopal episodes due to inhibition of pacing from noise on the right ventricular (rv) channel. Isometric and pocket manipulations were performed and the noise could not be reproduced. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Concomitant products: product ID 5076 implantable pacing lead x2, implanted: (B)(6) 2007. (B)(4).